Event description:
It was reported by the patient that the device is "not pacing and (the patient) does not need it"; the physician stated the patient was no longer a candidate for the pacemaker. However the patient feels a "zip zip" when the device "kicks in" and stated that the doctor is lying. It was also reported that "one of the wires was turned off because it never attached itself to the heart muscle, so it only worked intermittently." Follow-up was attempted, but the patient had not been seen in the device clinic and may be followed elsewhere now. No additional information about which lead had been working intermittently could be obtained. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b implantable pulse generator (ipg) 2002-(B)(6). (B)(4).